Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump was misbehaving. The blood glucose reading was 27.0 mmol/l, which was treated with a manual injection. The caller stated that the blood glucose levels had been fluctuating ever since the start of insulin pump therapy. It was noted that the customer did not trust the insulin pump any longer due to the bolus wizard miscalculating without taking active insulin and other factors into account. The customer discontinued use of the insulin pump. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The bolus wizard functioned properly. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.